Event description:
User reported there were issues with the superdimension system detecting the location board. The pt was under general anesthesia and the case could not be completed with the superdimension system. The case was completed using traditional methods. It was reported that there was no harm or injury to pt.

Manufacturer narrative:
At this time, superdimension has not yet been able to schedule or perform the service visit. The visit is pending site approval. If add'l info is rec'd, a follow-up medwatch report will be sent.